Event description:
It was reported that the faradrive sheath was selected for pulsed field ablation, and following transseptal puncture performed with another sheath, the faradrive sheath was inserted into the left atrium. The farawave catheter was then advanced into the left atrium, at which time low pressure was noted. Subsequently, electrocardiogram findings demonstrated early st-segment elevation with clear signs consistent with a right coronary artery embolism. Medication was administered, and coronary angiography was performed to assess for any evidence of obstruction of the right coronary artery and the presence of a thrombus blocking the right coronary circulation and it was clear. The patient experienced complications including air embolism and ischemia, and medical interventions included medication administration and high-flow oxygen therapy. The issue was mitigated approximately 30 minutes later, after which the ablation of the pulmonary veins was continued and completed. The product is not expected to return as disposed.